Manufacturer narrative:
Following the initial call, additional information was not provided and there has been no further documented action by the customer. It is unknown if the device was evaluated or repaired as no further information was made available. Philips is unable to rule out that a malfunction did not occur. As additional information is unavailable, a definitive cause for the alleged failure could not be determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No additional investigation is required at this time. H3 other text : good faith efforts to get information went without a reply.

Event description:
It was reported to philips that the device was experiencing a power off issue. There was no reported patient involvement.

Event description:
It was reported to philips that the device is experiencing a "power off" issue. There was no reported patient involvement.